Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that needle was jammed in sensor. The customer's blood glucose was 6.7 mmol/l. The customer stated that introducer needle fractured while in the body. The product was returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found insertion needle bent inside sensor base with a hook at the tip of the needle, and also found cannula broken. Missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened or used.